Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by clearing the alarm and resuming insulin. However, clinical troubleshooting has been exhausted and a replacement pump was sent to the customer.